Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has some large perimplant cysts and may require a revision surgery for reasons that are not available at the time of this report. Patient has an odd history of requiring spinal traction for his back and likely contributed to his challenges with the implant.